Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty turning the connector when attaching prefilled insulin cartridges to the ilet pump, and the user believed the pump was defective; insulin delivery was resumed after assistance, and the connector lot reported was 31923. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included troubleshooting and education by guiding the user through a supply change and recommending a connector attachment test without a cartridge to assess pump interface function. Investigation of this case revealed that prefilled cartridges can increase connector turning resistance and that connectors used came from the same lot, supporting a connector fitment issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was product-use compatibility and normal variation in connector torque with prefilled cartridges, potentially associated with a specific connector lot.